Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "one side of jaws completely broke (hanging by wire) during use." Failure analysis found the primary failure of broken molded insulator to be related to the customer reported complaint. For clarification, the instrument was found to have a broken molded insulator at the grip tips. A broken piece, measuring 0.042" x .243", was not returned with the instrument. As a result, one side of the grip tips was found dislodged and was attached to the instrument through the conductor wire. Additional observations not reported by site: the instrument was found to have a frayed grip cable at the distal end. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were .111¿ - .129" in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of the force bipolar jaws was completely broken (hanging by wire) during use. The surgeon was utilizing the instrument normally. The procedure was converted due to patient anatomy. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator and obtained the following additional information: no fragments fell into the patient. The broken piece was still attached. The procedure was converted to open due to patient anatomy and it was not related to the robot.